Event description:
A 78 year old male patient having a pci of a svg graft. Upon advancement of the stent, the undeployed stent came off of the delivery system. The interventionalist consulted another provider and together they attempted to snare the undeployed stent out of the svg graft. However, the stent embolized. Patient remained asymptomatic. The patient was sent for CT imaging of the head and neck but stent was not identified. Patient remains in stable condition and was admitted to the hospital for additional monitoring.